Event description:
Complainant alleged that while monitoring the heart rhythm of a patient using ECG monitoring electrode pads (pt age & gender unk), during an inter-hospital transfer, the device was unable to obtain an ECG signal and displayed a "ECG lead off" message. The user replaced the monitoring electrodes with defib electrode pads and the device displayed "check pads" and "poor pad contact" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.